Event description:
It was reported that interrogation of this device identified a fault message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified a fault message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified a fault message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported. Description : feb 15, 2022 10:24 est possible device malfunction (fault code bd). Jira 32408 created results of analysis: spenca2spence, andrew added a comment - 1 hour ago the bd error is due to high and increasing v2p2 counts. Device data shows the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. The device is malfunctioning, and should be explanted and returned for analysis. If the device is replaced within 62 days, it will not reach eri prior to replacement even if 6 shocks are delivered in that time. Discussed rsults with hcp and she will schedule for replacement caller facility : promedica physicians cardiology - toledo, oh - 960622 new attachment(s) : no additional information from event record 14825900 with the source system ID 04912618 getting red screen when trying to interrogate this device today in clinic. 'Programmer requires update..' Message. Checked sw version on 3300 she is using and ver. 1.01. Needs upgrade. Patient was recently checked in hospital. Will call rep to get updated. 4/12/22 additional information from event record 15014289 & source system ID 05262918 description amy- promedica- replaced in another week- known pbd. Pacemaker and sicd- plan on 14th- removing both- dual chamber ICD- ts: yes, appears to be iap dude to rvr and some double counting. Looks like pts morphology changed during the event long enough for us to double count and get to charge... Then charge confirmation and pt has enough fast consecutive intervals. Per for iap.. Pt getting tv system in a few days. Additional information from per device (B)(6) was explanted due to premature battery depletion. Device removed and the transvenous ppm was upgraded to an ICD

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.